Event description:
A customer reported via phone call indicating that lost sensor alarms on their insulin pump. The patient's blood glucose was 240 mg/d at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The customer returned their sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used also, unable to confirm the needle anomaly due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.